Manufacturer narrative:
Follow-up #1: date of submission 12/4/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: a review of the pump black box revealed evidence of a partially discharged battery being installed following a cs 160 alarm. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.